Event description:
It was reported that a lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted due to helix retraction issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that: the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Conductors were found intact. Testing indicated no electrical shorts between conductors and no blockage in the lumen.

Event description:
It was reported that a lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted due to helix retraction issues. No additional adverse patient effects were reported.

Event description:
It was reported that a lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.